Event description:
The customer reported that a mrx battery will not hold a charge. There was no reported patient involvement.

Manufacturer narrative:
The failure analysis (fa ) lab received the battery. The battery pack was visually inspected for any mechanical damage and/or contamination and no anomalies found. The case, latch, elastomer, and terminal contacts were found to be in normal shape and condition. The battery functional test was performed and all passed.